Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The meter was received for investigation and the two bars in the battery compartment were found to be slightly deformed by heat generation. The cause was the shielding plate detaching from the printed circuit board (pcb). This event occurred in (B)(6).

Event description:
The initial reporter received error messages and noticed that the accu-chek inform ii meter felt unusually hot-to-touch when picked up from charging in the base unit. The battery cover was opened and the battery was removed. The user noticed that the plastic "battery holder" inside the compartment was "melted". There was no allegation of an adverse event.